Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/15/2021. Additional information: h6. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? N/a. 2. What were the diagnosis and indication for the index surgical procedure? N/a 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. N/a. 4. Was there any intraoperative concurrent use of other products? N/a. 5. What is the lot number? N/a. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? N/a. 7. Where was the surgicel used (on what tissue)? Breast tissue. 8. How much surgicel was used during the procedure? N/a. 9. Was the surgicel product left in place? Was the excess irrigated and removed? Left in place. 10. Has any surgical or medical intervention been performed when patient was re-admitted? Return to theatre, re-open/wash-out/close. 11. What is physician¿s opinion as to the etiology of or contributing factors to this event? Excess powder, issues in reabsorption, skin irritation. 12. What is the patient¿s current status? N/a. 13. Was flexhd used? No. 14. Was serology done for the fluid? If yes, could we obtain the report for results? N/a 15. Was the excess powder irrigated? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2020 and absorbable hemostat was used. The breast developed a 1cm seroma and was leaking fluid post-op. The patient asked to return to theatre within 2 weeks for a washout. The patient returned to the theatre on (B)(6) 2020. Additional information was requested.